Manufacturer narrative:
Device was not returned for evaluation. Evaluation was not possible, as the device is not being returned (B)(4). Review of the device history records were performed which confirmed no inconsistencies (B)(4). Due to the device not being returned a root cause could not be determined. No further investigation is necessary at this time. (B)(4).

Event description:
During a shoulder a-c- joint resection and sad hip arthroscopy it was reported that metal particles from the shaver blade and the blue coating from the tip of the electroblade was floating inside the joint. The surgeon removed almost all metal particles from the patient¿s joint during the procedure. A new shaver blade was used for a back up to complete the surgery. There was a five minute time delay.